Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to display images. There are no reports of patient injury or death associated with this event.